Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an interventional procedure. Reportedly, the device did not close successfully. Manual arterial compression was used to achieve hemostasis. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. Unsuccessful closure as reported can be influenced by, but is not limited to, manufacturing, patient anatomical conditions and user technique. During manufacturing and at final inspection all devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. Based on the reported information and the inspection criteria, a definitive cause for the reported unsuccessful closure and the associated patient effects could not be determined. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number was not reported and the device was not available for analysis. There is no indication of a product quality deficiency.